Manufacturer narrative:
The lot number for the 2 malfunctions is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for positioning problem and activation failure including expansion failures as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unknown snf vena cava filter allegedly experienced positioning problem and activation failure including expansion failures. This information was received from one source. This malfunction involved two patients with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the 2 malfunctions is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for positioning problem and activation failure including expansion failures as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices was labeled for single use. Uberoi, r., tapping, c. R., chalmers, n., & allgar, v. (2013). British society of interventional radiology (bsir) inferior vena cava (ivc) filter registry. Cardiovascular and interventional radiology, 36(6), 1548¿1561. Doi: (B)(4). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unknown snf vena cava filter allegedly experienced positioning problem and activation failure including expansion failures. This information was received from one source. This malfunction involved two patients with no consequences. The patient's age, weight and gender were not provided.